Event description:
It has been reported to philips that allura free image disk space was low. The system was in clinical use when this occurred. There was no report of harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the system was used for a planned treatment/non-emergency treatment which was completed by restarting the system. The philips field service engineer (fse) inspected the system onsite and confirmed that the image space was low and system can't exposure. Review of the system log file showed image disk error (write error). Fse checked the disk smart data and there was no error. Fse reseated the image disk and recreated image store. After which system was returned to good working condition. The codes were updated based on the investigation outcome. Device problem code and evaluation method code were corrected.